Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) . Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. A picture was provided of a harvest site with the middle missing. Part and lot/serial identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00906-1. 0001526350-2024-00075. 0001526350-2024-00076. 0001526350-2024-00077.

Event description:
There is no additional information available.

Event description:
It was reported that during surgery on (B)(6) 2023, while the surgeon was harvesting the skin from the patient's upper thigh, some of the harvest skin was removed appropriately in one full piece. However, on other taken skin grafts, the skin was ragged on the edge and some skin was missing from the middle of the harvest site. New dermatome blades were used and had the same result. Some of the taken grafts were used, while other strips were too small to be used. Additional grafts were taken until enough was harvested to cover the site. Mineral oil was used over the patient's skin for each pass of the dermatome. There was no noted harm to the patient and sutures were not required. There was a delay of 5-10 minutes while staff were getting additional blades and dermatome. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00906.